Manufacturer narrative:
The investigation for the reported vascular damage has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vascular damage could not be determined. H6 component code 4755 changed to 925.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: warnings and cautions: physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿

Event description:
The user facility reported a 58-year-old male patient of unknown race and ethnicity in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that the repositioning sheath became dislodged. There was "a lot of blood" around the area and the patient was taken emergently to the operating room for removal and vascular repair.